Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fourteen devices. The visual inspection and functional evaluation of the sample had acceptable results. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardio thoracic procedure, while closing the sternum, the device¿s needle broke. Patient outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, they took another suture in order to complete the case. No patient injury.